Event description:
Non-union of a clavicle where an lcp superior/anterior clavicle plate was used along with orthomesh resorbable graft containment system and chronos granules. Pt complained of drainage and fever and felt better the following day. On the third day, pt presented to ER and a wound infection with staph epidermidus was noted at the surgical site. Surgeon kept the plate intact and removed orthomesh and chronos.

Manufacturer narrative:
Expiration date - synthes is unable to determine an expiration date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.